Event description:
The account generated a hemoglobin result of 4.95g/dl on the cell-dyn 3000 analyzer. The sample retested at 9.2g/dl on the same cell-dyn 3000 analyzer and at 9.23g/dl on the account's cell-dyn 3500 analyzer. The result of 4.95g/dl was not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
The customer reported instrument to instrument discrepancy for hemoglobin (hgb) on cell-dyn 3000. The customer uses the cell-dyn 3000 as a backup instrument to the customer's cell-dyn 3500. The customer stated that the hgb output was out of range. The customer was instructed to inspect the lyse syringe for bubbles, clean the hgb flow cell and adjust the hgb current to bring the hgb output into the acceptable range. The customer also reported that, on occasion, hgb & hct values are not matching due to the hgb mixing chamber having residual blood dilution fluid in it. An abbott field service representative (fsr) was requested. The fsr identified that a solenoid on the cell-dyn 3000 would not close. The fsr replaced multiple solenoids as well as all the associated tubing. The instrument was verified to be performing acceptably. Precision was within specifications and controls were in range. A review of complaint tracking and trending reports did not indicate any adverse trend for cell-dyn 3000, list 91325-01, for issues with erratic hgb. This is the final report.